Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The event logs of the device were obtained. The active device history log review did not confirm the reported issue. A more thorough analysis was not possible as the pump was not returned for evaluation. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the tpn was started on (B)(6) at 1714 and programmed to infuse at 7 ml/hr (correct rate). Pharmacy provided 168 ml + 50 ml overfill = 218 ml. The rn reported the tpn bag ran dry (B)(6) 1400 (4 hours early and the entire bag was empty). The pump logs show the pump was programmed correctly, hung at the stated time and reflect that 139 ml was infused over 20 hours[?]which would be correct except 218 ml - 25 ml = 193 ml actually infused. This is a 38% variance for an infant.